Manufacturer narrative:
Unit functioned properly during rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery and displacement test. No cosmetic damage noted.

Event description:
Customer reported via phone call to have high blood glucose of 447 mg/dl, which was treated with bolus wizard. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital or contacted healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubble. Customer declined to check for site or insulin issues; and settings. Customer also declined high pressure test. Insulin pump passed displacement test. Insulin pump would be replaced per customer's request.